Event description:
It was reported that on power up, the device's display was blinking and it wouldn't turn on. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.